Manufacturer narrative:
The technician found the brake linkage was broken. The technician used a brake/steer upgrade to repair the stretcher.

Event description:
Information received indicates the head end of the stretcher will not brake properly. The wheels roll but would not swivel.